Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test and self test. No missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call missing segments on the display screen of the insulin pump. Troubleshooting was performed. Customer advised they were unable to read the display screen due to scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.